Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, a leak was observed from the shunt sensor. There was blood loss of less than 10 cc.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 16, 2018. (B)(4). The returned sample was visually inspected and was noted to contain dried blood. It was returned without the sparger assembly and without the white cap. The returned sample was leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath, and pressurized with air. A leak was noted at 11 mmhg. The shunt sensor was soaked in a di water, because the dried blood did not allow for the blue cap to be loosened for further investigation. The large bore adapter blue cap was then loosened and retightened by hand. It was leak tested for the second time, pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no anomalies were noted. The retention sample was leak tested up to 1030 mmhg, and no leaks were noted. The root cause was determined to be the large blue vent cap for shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.